Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that her insulin pump was squirting out insulin during priming. Customer stated that she was also stuck within the rewind cycle. Customer's blood glucose was 234 mg/dl. Customer reported that she already went through troubleshooting. Customer declined any troubleshooting and wanted a replacement pump. Customer stated that she had called yesterday twice and got disconnected. Customer was offered a replacement loaner pump. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer stated that there was no serious injury or hospitalization.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime/fill anomaly was noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had cracked battery tube threads and a cracked reservoir tube lip.